Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that intermittently the left monitor would switch between the service screen and image causing the system to become unusable. There is no report of injury or death associated with the event described in this complaint.